Event description:
The pt was having an mr exam. She was on the table, pulled out of the magnet to reposition. The pt had her hands down at her sides with the tech standing beside her. The message for auto table movement popped up on the screen and the other tech selected the ok prompt. The tabletop started moving in and the pt's finger was over the edge of the tabletop. At this time, her finger was pinched between the tabletop and the beginning of the bridge above the pinch guard. The pt was removed from the scanner. She was examined in the emergency room and it was determined that the finger had been fractured at the distal tip.

Manufacturer narrative:
It is known that there is a space between the pt table and the magnet cover where the finger pinching may occur. To mitigate this potential harm, a switch plate between the table top and façade was designed to stop the pt table should something (e.g. A finger) come in contact with it. Further, arm rests are provided with each scanner which keep the arms inside the outer sides of the table top. Therefore, we believe that with the current design and the appropriate application of the arm rests and operator attention as describe in the instructions for use that the philips MRI scanner does not pose a significant risk to the user or the pts. In this specific case, the person indicating that table movement was ok, was not actually overseeing the pt. Therefore, they could not intervene and make sure that the pt's hands were inside the table area before moving the table. In future situations, be sure to communicate to the patient/tech in the scanner room that the table is going to move. Note:the indicated importer has received FDA exemption number, (B)(4) to submit one FDA form 3500a to satisfy both the importer (803.42) and manufacturer (803.52) for the same event.